Event description:
During case, the blue wrapped clip applier malfunctioned, and was stuck on patient's vessel. The doctor had to assist with removal of the clip applier. Another clip applier was obtained with satisfactory results. Per rn in the case, "the tip appeared to be bent causing the clip to be stuck on the vessel. We do not believe it was the clips, the instrument looked damaged. It was not noticed prior to the first use because it loaded without issues". The clip applier malfunctioned on the vessel and would not release. After the instrument was removed with the assistance of the surgeon's robotic arms it was inspected. The tip looked like it may have been misaligned or slightly bent on visual inspection.